Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings on the patient's one touch ultra meter. She first obtained inaccurate high readings on the (B) (6) and then again on the (B) (6). The patient mentioned that she tested her blood glucose on (B) (6) 2010 at 7:05 am and obtained a 115 mg/dl. She went and increased her dosage of medication due to the reported issue. Approximately 5 minutes later, she felt woozy, nauseated and lightheaded. She went ahead and self-treated with food and/ or drink. She then tested at 9:50am and obtained a 103 mg/dl. She took her meter with her to a rehab center and compared her results to their accuchek meter. She obtained a 118 mg/dl at 10:46am on the lfs meter and obtained a 72 mg/dl on their accu-chek meter. She then tested on her back up ot mini meter at 10:50am and obtained an 80 mg/dl. She did not receive any medical treatment. The products were replaced. The complaint is being reported since the patient alleged that she increased her insulin based on the meter results and soon after developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.